Event description:
Customer reported that saw blade might be loosening as it no longer turns when you come up against resistance (bone). This report 1 of 1 for event# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was noticed that the housing was damaged and the peg was torn off the lid due to normal wear. The device was repaired and returned to the customer on (B)(6) 2013. Placeholder.